Manufacturer narrative:
The pipeline flex has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. However, device image provided by the customer. Based on the customer's photo, the pipeline flex was not confirmed to have failure to open at the distal end as the distal end of the pipeline flex braid appeared to be opened and frayed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the pipeline flex device failed to open during the procedure. The patient underwent embolization treatment for a small ruptured fusiform aneurysm located in left ophthalmic artery segment. Measuring 6.17mmx6.17mm, landing zone distal 3.89mm proximal 4.50mm. It was reported that the beginning of the surgery, the ped began to be released in the m1 of the middle cerebral artery, and the tip of the pipeline failed to open in a normal manner. The tip of the pipeline was not opened properly when the pipeline was withdrawn to the end of the internal carotid artery. After removing the pipeline, it was found that the tip was damaged. There were not any patient symptoms or complications associated with this event. Images available for review. The patient¿s blood flow was normal. The vessel tortuosity was severe. No patient injury was reported. Reported device and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated per the IFU.